Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred.the target lesion was located in the moderately calcified unspecified vessel. The 5.0 x 12mm quantum maverick mr balloon catheter was inflated to 12atms and ruptured on the 1st inflation. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)